Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, during routine post implantation maintenance, the nurse administered a subcutaneous saline infusion, following which swelling and pain extending to the axilla were observed. Upon opening the port, a fracture was identified at the base of the catheter caused saline to leak out. On (B)(6) 2026, the port was removed. The current status of the patient was unknown.